Event description:
Patient underwent cataract surgery on 01/26/1998, and implantation of a staar model aa-4203vf intraocular lens. However, during the insertion process, the surgeon said the lens ejected in a controlled manner, but a little aggressively, and tore the capsule. The surgeon performed an anterior vitrectomy and inserted an alcon pmma lens in the sulcus. He said there may have been a tear in the capsule prior ro lens insertion but he's not sure. Her prognosis is "she's doing fine."